Event description:
It was reported that a PICC fell into the blood vessel. This patient, male, with malignant tumor of larynx, had a PICC placed from the right basilic vein on (B)(6)2020 due to the need for chemotherapy. 45 cm of the catheter was inserted internally. After catheterization, this catheter was used and maintained per proper practice. No abnormities were observed with the catheter tip when in use. During ward rounds at 21:50 pm, a nurse found the connector of the PICC catheter and the dressing fell off, with no catheter seen at the puncture site. Immediately performed vascular ultrasound, showing venous thrombosis in the right basilic vein, the subclavian vein and the axillary vein, as well as catheter echo in the lumen of the punctured blood vessel. At 1:50 am on (B)(6)2020 , the patient was sent to the operating room for removal of foreign body from blood vessel and thrombectomy of brachial vein under local anesthesia. Intraoperatively, the PICC was seen having fallen into the right basilic vein completely, and a large amount of thrombosis were observed in the basilic vein and internal brachial vein, almost occluding the lumen of blood vessel completely. Performed thrombus aspiration peripherily and intravascularly and removed the PICC. Upon observation, the tail end of the catheter was complete without rapture. The length of the entire catheter was 51.5 cm. Postoperatively, anticoagulant therapy was administered, subcutaneously injecting enoxaparin sodium solution 0.4 ml:40 mg once every 12 hours, one piece each time. On march 4, vascular ultrasound was conducted on the four limbs indicating no visible thrombosis in the right subclavian vein and axillary vein.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a detached connector was confirmed; however, the exact cause could not be determined from the two photographs that were provided for investigation. Both photos showed an assembled groshong connector with blue strain relief oversleeve. The connector in the photo does not match the implicated product code and lot number; however, the connector in the photo is compatible with the catheter from the implicated lot. What appeared to be marring from forceps was observed on the external surface of the gray portion of the connector. No portion of the groshong tubing was observed in either photo. Since the photo shows the assembled connector without the catheter, the complaint was confirmed. This type of damage could occur from incorrect assembly of the connector or pulling on the connector with enough force to break the catheter. It could not be determined from the photo if the catheter broke within the oversleeve or completely separated from the connector; therefore, the cause of the complaint was unknown. A lot history review (lhr) of rebx0912 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in china.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of rebx0912 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported that a PICC fell into the blood vessel. This patient, male, with malignant tumor of larynx, had a PICC placed from the right basilic vein on (B)(6) 2020 due to the need for chemotherapy. 45 cm of the catheter was inserted internally. After catheterization, this catheter was used and maintained per proper practice. No abnormities were observed with the catheter tip when in use. During ward rounds at 21:50 pm, a nurse found the connector of the PICC catheter and the dressing fell off, with no catheter seen at the puncture site. Immediately performed vascular ultrasound, showing venous thrombosis in the right basilic vein, the subclavian vein and the axillary vein, as well as catheter echo in the lumen of the punctured blood vessel. At 1:50 am on (B)(6) 2020, the patient was sent to the operating room for removal of foreign body from blood vessel and thrombectomy of brachial vein under local anesthesia. Intraoperatively, the PICC was seen having fallen into the right basilic vein completely, and a large amount of thrombosis were observed in the basilic vein and internal brachial vein, almost occluding the lumen of blood vessel completely. Performed thrombus aspiration peripherally and intravascularly and removed the PICC. Upon observation, the tail end of the catheter was complete without rapture. The length of the entire catheter was 51.5 cm. Postoperatively, anticoagulant therapy was administered, subcutaneously injecting enoxaparin sodium solution 0.4 ml:40 mg once every 12 hours, one piece each time. On march 4, vascular ultrasound was conducted on the four limbs indicating no visible thrombosis in the right subclavian vein and axillary vein.